Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events, which the account attributed to bleeding and subsequent hypovolemia. The submitted controller event log file contained events from (B)(6) 2024 ¿ (B)(6) 2025. Intermittent low flow fault flags were captured from the beginning of the file through 22:13:09 on (B)(6) 2025, with several of these faults resulting in transient low flow hazard alarms. The submitted controller periodic log file captured an additional low flow alarm on (B)(6) 2025. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including respiratory failure, renal failure, driveline infection, bleeding, hemolysis, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review concerning a patient with an increase in lactate dehydrogenase (ldh) and recurrent low flow alarms. The log file captured low flow events on 21jan2025 and 30jan2025. There are also several low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when pulsatility index was elevated. There did not appear to be any type of mechanical circulatory system equipment issues causing these events. It was later reported that the cause of the low flow alarms was due to hypovolemia due to bleeding and hypertension. The patient experienced symptoms of weakness and fatigue at the time of the low flows. This was treated with blood transfusions and adjusted antihypertensives. The low flows were said to have resolved due to the treatment. Patient was also given hemodialysis due to a missed session. Patient ldh remained elevated and it was later reported that the patient passed away due to respiratory failure. The outcome was not considered device or therapy related. Per the vad team, the patient had been deteriorating recently, had missed multiple dialysis sessions which ultimately led to respiratory failure. It was unknown if an autopsy was performed. The device was not explanted and will not be returned for evaluation. It was also said that the patient had multiple co-morbidities, including end-stage renal disease (esrd) on hemodialysis (hd) for several years, breast cancer in which they were receiving chemo treatment, driveline infection on intravenous antibiotics, and pulmonary/cardiac sarcoidosis on immunosuppression. The patient had been losing weight due to not eating because of all the previously listed co-morbidities and medications.

Manufacturer narrative:
Additional h6 codes: e130501 - renal failure, e1208 - weight loss, e2343 - hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.